Manufacturer narrative:
The soft cannula was measured to be stretched. It is unknown when or how this damage occurred. The download data showed no evidence of the device struggling to deliver insulin. No other damages or deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient removed the pod.